Event description:
It was reported that pt developed infection following total knee arthroplasty and underwent procedure in 2004, where tibial bearing component was replaced. Due to continued infection, pt underwent additional surgery 3 months later, where all components were removed. Pitting was observed on articulating surface of removed bearing component.